Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid (unknown concentration and dose) via an implanted pump for non-malignant pain. It was reported that the pump was alarming. At first every 4-6 hours and now every two hours there is a single beep that lasts about a second. The caller confirmed that the pump was refilled on 2024-09-04 but did not think the pump had reached a low reservoir status at that time. The agent reviewed information on recent software update and concurrent alarms. The caller confirmed that there was an active alarm button on the programmer and the agent reviewed steps to silence the audible alarm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.